Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The user reported the battery was swelling and not holding charge. The device was received with a swollen battery. It was compared to a reference battery to confirm swelling. The battery thickness was measured with calipers and measured 7.02 mm, which is higher than the specification, indicating the battery was exposed to thermal energy and swelled. The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) batteries were swelling during this event. The patient also reported that the pdm is losing a battery charge quicker than expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.